Manufacturer narrative:
See MFR. Reports #3004209178-2016-05305 and #3004209178-2016-05309 regarding previous lead revisions the patient experienced.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the device turned off by itself at approximately 10:30 each day when the patient came into contact with a student who had a cochlear implant and a pacemaker. The patient would stop feeling stimulation and when he got home, his device would be checked with the patient programmer and it was turned off. This occurred daily and there were not any error codes associated with the issue. The issue began recently after implant. The patient was noted to be quadriplegic and communicated through a computer.

Event description:
The manufacturers's representative (rep) had no further information regarding this event. Additional information from the health care professional (hcp) reported that the troubleshooting done was that they tried to reprogram the device during clinic visits and they called the rep when they were unsuccessful. Actions were taken on (B)(6) 2016. It was unknown what led to the device turning off and loss off stim but the patient reported that the device was bumped while he was being transferred to the toilet. It was also noted that the patient was able to void.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.